Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2018. The patient stated area started to blister and get puffy and red. Patient uses skin tac and applied neosporin on the area prior to going to urgent care. Patient was prescribed steroid cream and was advised by the doctor not to put a new sensor on until the cause of the reaction could be determined. The patient¿s current condition is unknown. No additional event or patient information is available.